Event description:
Boston scientific received information that during the implant procedure, the impedance measurements for the right ventricular (rv) lead were within range. When the rv lead was connected to the device, the measurements were greater than 2000 ohms. The lead was repositioned, header examined and the connector pin was cleaned. However, the impedance measurements remained greater than 2000 ohms. The physician decided to leave the lead implanted and monitor appropriately. It was noted that the patent previously suffered a myocardial infarction in the area noting the high measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.